Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The active electrode was found completely out of the cochlea. The recipient has been explanted. A new device could not be implanted due to fibrosis and ossification in the cochlea.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. A complete insertion was achieved during implantation surgery. In addition during device investigation damage to the active electrode caused by device minute mobility causing fatigue wir breakages was found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected. The device was explanted as the active electrode was found completely out of the cochlea. The recipient has been re-implanted, but the new device could not be correctly inserted into the cochlea due to fibrosis and ossification.